Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 214 mg/dl, 42 mg/dl, 77 mg/dl and 95 mg/dl when all tests were performed within 10 minutes on the advantage system. A request was made for the return of the suspect device and replacement product was sent.